Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned to animas and evaluated by product analysis on 10/17/2014 as follows: occlusion alarms due to high force events were verified in the black box and history. Product analysis was unable to duplicate any occlusions during the investigation. The force sensor calibration reading was in specification. Unrelated to the initial complaint, the battery compartment was observed to be cracked from the case seal to the grip. The pump was opened for further investigation and no moisture or corrosion was observed in the pump.